Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an anatomic v40 femoral head on his right hip on or about (B)(6) 2011 and had the femoral head explanted on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Additional information: update to device information. An event regarding abnormal ion level involving an accolade tmzf hip stem was reported.the event was not confirmed. Methods & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: based upon the information available for review, no confirmation of the event description or creation of a medical report is possible. Implanted with anatomic v40 femoral head right hip (B)(6) 2011 femoral head explanted (B)(6)2019. Device recalled and excessive levels of chromium and cobalt in the blood. "10/17/11 page 2 of 3 peri-operative record listing medications and implant components. (B)(6) 2019 operative report "revision right tha with removal of well fixed femoral stem, debridement of metalosis placement of new polyethylene liner ... New femoral stem.""post-op diagnosis"failed right total hip with fracture of the trunnion significant metalosis " gen. Anesthesia and a posterior approach.op report notes: "a little bit of aching about a month ago 5 days ago a pop significant pain diagnosed with a broken stem neck ball junction copious amount of blackened oilish fluid ... Femoral hea had fractured off the tip of the trunnion collar still intact on the stem ... Removed stem with osteotomes changed to 17/140 reclaim stem, proximal body, 36 head, 36/10 degree insert. Cabled trochanteric osteotomy. Uncomplicated surgery. No clinical or pmh, no primary op report, no imaging studies, no lab or surgical pathology reports, no examination of explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an anatomic v40 femoral head on his right hip on or about (B)(6) 2011 and had the femoral head explanted on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.